Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and balloon detachment occurred. The 99% stenosed lesion was located in a shunt of the calcified and mildly tortuous "distal vein". Vascular access was obtained at the radial vein. The physician attempted to pre-dilate the lesion using the sterling over-the-wire balloon catheter inflating the balloon "several times", however, during the final inflation using 20 atms for approximately 30-60 seconds, the balloon ruptured. The physician attempted to remove the sterling balloon catheter, however, the balloon became "stuck" in another manufacturer's 5fr introducer sheath. The balloon tore and approximately two-thirds of the balloon detached inside the patient and migrated to near the anastomosis. The physician placed another manufacturer's guide wire and "surgically removed" the detached balloon. The physician performed surgery to stop the bleeding at the radial access site. The amount of blood the patient lost at the vascular access site was not noted. The patient's condition post-procedure was reported as "stable". The length of time the patient remained hospitalized was unk.